Event description:
A malfunction was reported with the pump. There was no reported adverse impact to the customer's blood glucose level. Technical support provided assistance by guiding the customer through resetting the pump and reconnecting the continuous glucose monitor. The issue did not reoccur after the reset, and the customer was informed to continue using the pump and to call back if the problem happened again. The customer acknowledged the instructions and understood the guidance provided.